Event description:
On (B)(6)2010, a 28-16-120bl bifurcated device and a 34-34-120rle powerfit aortic extension were successfully implanted. On the day of the procedure, the facilities contrast power injector was not functioning and the physician injected contrast manually to detect any endoleaks, none were noted. On (B)(6)2010, follow up detected a proximal type I endoleak. On (B)(6)2010 an 34-34-100rl aortic extension and stent were deployed to correct the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure. No conclusion can be drawn at this time.